Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected low battery alarm or power loss alarm noted. The insulin pump was monitored and no unexpected test battery or battery tube overheating was noted. No damage inside the battery tube during visual inspection noted. The insulin pump was received with scratched case, pillowing keypad overlay, stained keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump battery compartment was overheating. The customer's blood glucose level was 264 mg/dl at the time of the incident. The issue was not resolved during troubleshooting. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.